Event description:
In 2008 the patient reported she received an occlusion alarm on her insulin infusion device (competitor product). Upon inspection, she said she discovered the needle in the transfer section of the pigtail connector of her insulin infusion set was bent. This infusion set had been in use for 2 days. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.